Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('then undergo a second surgery at the same hospital due to remains') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("then undergo a second surgery at the same hospital due to remains"), swelling ("swelling"), hypersensitivity ("allergic reaction"), back pain ("low back pain"), fatigue ("tiredness"), alopecia ("hair loss"), anxiety ("anxiety"), depression ("depression") and loss of libido ("lack of sexual drive"). The patient was treated with surgery (essure removal and second surgery on (B)(6) 2021). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, complication of device removal, swelling, hypersensitivity, back pain, fatigue, alopecia, anxiety, depression and loss of libido outcome was unknown. The reporter considered alopecia, anxiety, back pain, complication of device removal, depression, device breakage, fatigue, hypersensitivity, loss of libido, pelvic pain and swelling to be related to essure. The reporter commented: the lawyer also reported that the damages manifested after the insertion of the device and continued through time: some appeared immediately and others appeared gradually over time. He also reported that the claimants have suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('then undergo a second surgery at the same hospital due to remains') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("then undergo a second surgery at the same hospital due to remains"), swelling ("swelling"), hypersensitivity ("allergic reaction"), back pain ("low back pain"), fatigue ("tiredness"), alopecia ("hair loss"), anxiety ("anxiety"), depression ("depression") and loss of libido ("lack of sexual drive"). The patient was treated with surgery (essure removal and second surgery on (B)(6) 2021). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, complication of device removal, swelling, hypersensitivity, back pain, fatigue, alopecia, anxiety, depression and loss of libido outcome was unknown. The reporter considered alopecia, anxiety, back pain, complication of device removal, depression, device breakage, fatigue, hypersensitivity, loss of libido, pelvic pain and swelling to be related to essure. The reporter commented: the lawyer also reported that the damages manifested after the insertion of the device and continued through time: some appeared immediately and others appeared gradually over time. He also reported that the claimants have suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / cramp-like pain in the pelvis / chronic pelvic pain') and device breakage ('then undergo a second surgery at the same hospital due to remains / fragments of the essure device in the left uterine horn') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dermatitis mycoid on (B)(6) 2010, otitis media acute on (B)(6) 2010, cardiac ablation (due to supraventricular tachycardia) in 1998, menarche (13 years-old) in 1983, ovarian cyst, ovarian surgery, tonsillotomy, multi gravida, parity 3 (first child birth at 19 years-old) and smoker in 2007. Concurrent conditions included melanocytic nevus (should be monitored) since 2006, supraventricular tachycardia and anxiety (without treatment). Family history included diabetes mellitus (maternal grandmother). In 2011, the patient had essure inserted. In 2012, the patient was found to have melanocytic naevus ("melanocytic nevus"). On (B)(6) 2012, the patient experienced supraventricular tachycardia ("supraventricular tachycardia") and underwent myopia correction ("surgical intervention due to myopia"). On (B)(6) 2013, the patient experienced rash ("exanthema"). On (B)(6) 2013, the patient experienced herpes zoster ("herpes zoster") and gonalgia ("bilateral gonalgia"). On (B)(6) 2013, the patient experienced toothache ("toothache"). On (B)(6) 2013, the patient experienced chest discomfort ("retrosternal tightness"), depression ("depression / reactive depression"), reaction anxiety ("reactive anxiety") with weight increased, abdominal distension, abdominal pain and vomiting and tachycardia ("tachycardia"). On (B)(6) 2014, the patient experienced chest pain ("chest pain"). On (B)(6) 2014, the patient experienced menstruation irregular ("menstrual cycle alterations / periods sometimes every 40 days"). On (B)(6) 2015, the patient experienced respiratory tract infection ("acute respiratory infection"). On (B)(6) 2015, the patient was found to have benign neoplasm of skin ("skin lesion on the nose"). On (B)(6) 2017, the patient experienced arthralgia ("left gonalgia"). In 2017, the patient experienced lumbalgia ("lumbalgia") and the first episode of dysphagia ("dysphagia"). On (B)(6) 2017, the patient experienced the first episode of back pain ("low back pain"), back pain (with radiation) ("left low back pain for months which occasionally radiates to the abdomen but not to the lower limbs") and intermenstrual bleeding ("intermenstrual bleeding"). On (B)(6) 2017, the patient experienced pain ankle ("ankle pain"). On (B)(6) 2017, the patient experienced glossitis ("glossitis / tongue swelling"). On (B)(6) 2017, the patient experienced choking ("choking"). On (B)(6) 2017, the patient experienced the second episode of dysphagia ("dysphagia"). On (B)(6) 2018, the patient experienced ligament sprain ("hand finger sprain"). On (B)(6) 2018, the patient experienced bronchitis ("bronchitis"). In 2018, the patient experienced the first episode of arthralgia ("polyarthralgia"). On (B)(6) 2018, the patient experienced the second episode of arthralgia ("polyarthralgia") and the third episode of arthralgia ("polyarthralgia"). On (B)(6) 2018, the patient experienced ear pain ("ear pain"). On (B)(6) 2019, the patient experienced allergy to metals ("allergy to nickel sulfate"). On (B)(6) 2019, the patient experienced the first episode of abdominal pain lower ("abdominal (interpreted as lower abdominal pain") and hyperhidrosis ("diaphoresis"). On (B)(6) 2019, the patient experienced abdominal pain ("abdominal pain"). In 2019, the patient experienced the second episode of abdominal pain lower ("lower abdominal pain"). On (B)(6) 2019, the patient experienced premenstrual pain ("premenstrual pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("then undergo a second surgery at the same hospital due to remains / fragments of the essure device in the left uterine horn"), abdominal distension ("sensation of swelling in the abdomen"), hypersensitivity ("allergic reaction"), the second episode of back pain ("low back pain"), fatigue ("tiredness"), alopecia ("hair loss"), loss of libido ("lack of sexual drive"), anxiety ("anxiety"), paraesthesia ("tingling in her legs"), limb discomfort ("leg heaviness"), muscle spasms ("leg cramps") and tongue oedema ("tongue oedema (had to remove a piercing that she had had for 11 years due to tongue oedema)"). The patient was treated with alprazolam, bromazepam, dexketoprofen trometamol (enantyum), dimeticone;metoclopramide (aeroflat), domperidone, ibuprofen, lorazepam, metoclopramide hydrochloride (primperan), omeprazole, paracetamol, sertraline, sodium chloride (physiological saline solution) and surgery (essure removal and second surgery total hysterectomy via laparoscoy on (B)(6) 2021). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, complication of device removal, abdominal distension, hypersensitivity, the last episode of back pain, fatigue, alopecia, chest discomfort, depression, loss of libido, melanocytic naevus, supraventricular tachycardia, anxiety, chest pain, respiratory tract infection, lumbalgia, glossitis, the last episode of abdominal pain lower, myopia correction, rash, herpes zoster, toothache, gonalgia, menstruation irregular, benign neoplasm of skin, arthralgia, pain ankle, choking, the last episode of dysphagia, ligament sprain, bronchitis, ear pain, reaction anxiety, tachycardia, back pain (with radiation), intermenstrual bleeding, the last episode of arthralgia, hyperhidrosis, abdominal pain, allergy to metals, premenstrual pain and tongue oedema outcome was unknown, the paraesthesia and muscle spasms had not resolved and the limb discomfort was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, benign neoplasm of skin, bronchitis, chest discomfort, chest pain, choking, complication of device removal, depression, device breakage, ear pain, fatigue, glossitis, gonalgia, herpes zoster, hyperhidrosis, hypersensitivity, intermenstrual bleeding, ligament sprain, limb discomfort, loss of libido, lumbalgia, melanocytic naevus, menstruation irregular, muscle spasms, myopia correction, paraesthesia, pelvic pain, premenstrual pain, rash, reaction anxiety, respiratory tract infection, supraventricular tachycardia, tachycardia, tongue oedema, toothache, the first episode of abdominal pain lower, the first episode of dysphagia, anxiety, arthralgia, the first episode of back pain, the second episode of abdominal pain lower, the second episode of dysphagia, back pain (with radiation), pain ankle, the first episode of arthralgia, the second episode of back pain, the second episode of arthralgia and the third episode of arthralgia to be related to essure. The reporter commented: the lawyer also reported that the damages manifested after the insertion of the device and continued through time: some appeared immediately and others appeared gradually over time. He also reported that the claimants have suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. On medical records was reported in 2018 she had to remove a piercing that she had had for 11 years due to canker sores and tongue oedema. Follow-up appointment rheumatology, recurrent polyarthralgia (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, (B)(6) 2020; ongoing treatments: (B)(6) 2020 - iron (ii) - sulphate 256.3 mg 30 oral tablets - 1 tablet every 24 hours; (B)(6) 2020 - hidroferol 0.266 mg 10 soft capsules (polyvinyl chloride [pvc] blister ¿ polyvinylidene chloride (pvdc) aluminium blister) - 1 capsule every 15 days; (B)(6) 2020 - dexketoprofen 25 mg 20 oral tablets - 1 tablet every 12 hours. On (B)(6) 2020 post-surgical check-up, normal recovery, physician explained and recommended watchful approach to see if she gets better from the symptoms she currently has. Diagnostic results (normal ranges are provided in parenthesis if available): basophil count - on (B)(6) 2019: 0.1x10*3/mm3. Blood cholesterol - on (B)(6) 2017: 203. Blood pressure measurement - on (B)(6) 2013: 145/90 mmhg; on (B)(6) 2019: 125/78 mmhg. Blood test - on (B)(6) 2017: normal. Computerised tomogram pelvis - on (B)(6) 2020: these images, taking into account the aforementioned clinical justification, are suggestive of remaining fragments of an essure device. Electrocardiogram - on (B)(6) 2013: sinus rhythm, normal axis. Heart rate: 87 beats per minute. There are no blocks. Normal pulsations. Normal pr and qt intervals. Normal qrs complex. Non-pathological q waves. Undisturbed st segment. Segment t not invered. There are no signs of cavity growth. Eosinophil count - on (B)(6) 2019: 0.2x10*3/mm3. Gynaecological examination - on an unknown date: normal external genitalia and vagina. Well epithelialized multiparous cervix; on (B)(6) 2013: patient comes in a state of anxiety - reactive depression. She reports having tachycardia tonight and retrosternal tightness. Cardiac auscultation: regular rhythm. No murmurs or arrhythmias. 80 beats per minute. There is no jugular engorgement. Symmetric, bilateral pulses. Primary health care: mcac blood pressure: 145/90. Electrocardiogram: sinus rhythm, normal axis. Heart rate: 87 beats per minute. There are no blocks. Normal pulsations. Normal pr and qt intervals. Normal qrs complex. Non-pathological q waves. Undisturbed st segment. Segment t not inverted. There are no signs of cavity growth; on (B)(6) 2019: the patient attended for a post-operative check-up. The patient underwent a bilateral salpingectomy to have the essure device removed on (B)(6) 2019. Good postoperative recovery. She is feeling much better than when she had the device inserted. Leg heaviness was reduced, but she still has cramps and tingling in her legs. She reports premenstrual pain. She received the internal part of the device, but not the coil. Haematocrit - on (B)(6) 2019: 40.2%. Haemoglobin - on (B)(6) 2019: 13.9 g/dl; on (B)(6) 2020: 10.9 g/dl. Lymphocyte count - on (B)(6) 2019: 1.4x10*3/mm3. Mean cell haemoglobin - on (B)(6) 2019: 31,2 pg. Mean cell haemoglobin concentration - on (B)(6) 2019: 34.5 g/dl. Mean cell volume - on (B)(6) 2019: 90.6 fl. Monocyte count - on (B)(6) 2019: 0.4x10*3/mm3. Neutrophil count - on (B)(6) 2019: 3.8x10*3/mm3. Physical examination - on (B)(6) 2017: abdomen in good condition, no pain to spinal line palpation. Hips in good condition. Negative to lasègue's sign. Platelet count - on (B)(6) 2019: 220x10*3/mm3. Red blood cell count - on (B)(6) 2019: 4.44x10^6/mm3; on (B)(6) 2019: 4.44x10^6/mm3. Red cell distribution width - on (B)(6) 2019: 12.8%. Skin test - on (B)(6) 2019: epicutaneous skin testing - true test: positive to nickel sulphate after 96 hours, nickel type IV contact allergic sensitization. Epicutaneous skin testing with different metals, readings at 48 and 96 hours: negative. Ultrasound scan vagina - on an unknown date: uterus in regular anteversion position of 81 x 36 mm. 7mm homogeneous endometrium. Ovaries of normal size and echotexture. No free liquid; on (B)(6) 2017: unremarkable; on (B)(6) 2019: uterus in retroversion and retroflexion, normal size and normal ultrasound appearance. Fragments of the device cannot be observed. 9.6 mm endometrium with no endometrial pathologies. Annex: right ovary of normal size and appearance. Left ovary of normal size and appearance. No free liquid; on (B)(6) 2020: uterus in retroversion and retroflexion, normal size and normal ultrasound appearance. Fragments of the device cannot be observed. 9.6 mm endometrium with no endometrial pathologies. Annex: right ovary of normal size and appearance. Left ovary of normal size and appearance. No free liquid. White blood cell count - on (B)(6) 2019: 5.8x10*3/mm3. X-ray limb - on (B)(6) 2018: unremarkable. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-jun-2021: the follow information were updated, primary's, physician reporters information, patient details, medical history, family history, lab data, other treatment products, supraventricular tachycardia, melanocytic nevus, anxiety, menstruation irregular, acute respiratory tract infection, lumbalgia, glossitis, dysphagia, polyarthralgia, lower abdominal pain, myopia correction, exanthema exanthema, herpes zoster, arthralgia, toothache, chest pain, benign neoplasm of skin, gonalgia, low back pain, pain ankle, choking, dysphagia, finger sprain , bronchitis , polyarthralgia, ear pain, lower abdominal pain , tachycardia, retrosternal discomfort, intermenstrual bleeding, back pain (with radiation), nickel sensitivity, diaphoresis, heaviness in leg, leg cramps, premenstrual pain, paresthesia lower limb, tongue oedema, swelling nos updated to swelling abdomen, onset date added to reaction anxiety, depression. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.